Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed multiple non-sustained right ventricular oversensing episodes. It was discovered that atrial paced events were partially blanking r-waves, resulting in post-sensed t-wave oversensing. Programming changes were recommended and will made in patient next clinic visit. Patient was asymptomatic.